Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, dyspareunia, vaginal scarring, and undergone additional surgeries and revisionary procedures. It was reported that patient experienced erosion and underwent mesh revision/removal on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on, (B)(6) 2011 and a mesh was implanted . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. Outcomes reported as pain, erosion, infection dyspareunia and vaginal scarring

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat rectocele and cystocele and mesh was implanted. It was also reported that the patient underwent lysis of extensive bowel adhesions and open abdominal sacrocolpopexy with mesh . It was reported that the patient underwent mesh excision and revision of the vaginal cuff mesh on (B)(6) 2010 due to erosion. No additional information was provided.